Event description:
The patient was implanted with the vivistim system on (B)(6) 2024. During a follow up visit, communication with the implantable device could not be established. Standard troubleshooting procedures were performed but were unsuccessful. The last confirmed communication with the device occurred on (B)(6) 2024. The patient underwent replacement of the implantable pulse generator (ipg) on (B)(6) 2025, while the original lead remained in place. Functional testing of the newly implanted ipg and the lead were completed and it was confirmed that the device performed as expected. The original ipg was returned to microtransponder for evaluation, where it was confirmed that communication with the device could not be established. The ipg was forwarded to the contract manufacturer for further analysis.